Event description:
Customer reported 1624w tegaderm dressings were applied to cover (B)(6) daughter's eyes during surgery. Customer reported when the anesthesiologist removed the eye dressings, "a bunch of her skin came off and scabs formed within 1-2 days". Skin removal occurred on lower lateral aspects of bilateral eye areas - upper outer cheekbones. Customer reported daughter has some facial scarring and dermatologist recommended using scarguard.